Event description:
(B)(4). Got implants in (B)(6) 2012 in less than a month started having pain in lower abdomen. I did not have a period from time of implants for 23 months and doctor had to put me on birth control pills to start me. Then in (B)(6) 2013 I was dx with fibromyalgia so much pain in different parts of my body, could not sleep, gain 40 lbs, headaches. In (B)(6) 2015 started having more pain and was going to my back. Had a ultrasound that was normal. My doctor blew it off. On (B)(6) 2015 went back to doctor pain has gotten worse and stomach bloating bad now pain is radiating in my upper thighs. Ultrasound showed cyst on bilateral overies. In (B)(6) 2016 pain is unbarable went to ER ultrasound was clear pelvic exam showed inflamed cervix and I started bleeding. It's been 10 days now still bleeding pain is so bad on left side and in my vagina. Waiting to see what ob doc does now.